Event description:
It was reported that pump battery depleted too quickly but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer technical support investigated battery consumption, attempted follow-up by phone, sent follow-up email, and then closed case, and no additional information was received regarding the outcome of the event.